Manufacturer narrative:
The pod was received fully deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses. Inspection of the needle mechanism components found no damages or deficiencies that would result in the cannula failing to deploy, though it could not be determined when the needle mechanism deployed. The cause of the reported failure of the cannula deploying could not be determined. The data also showed that the device generated a 0x60 occlusion alarm, indicating that the sma wire assembly was above current startup threshold and wire 1 was more efficient than wire 2. The investigation found no damages or deficiencies that would result in a 0x60 alarm, and the exact cause of the 0x60 alarm could not be determined.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible but the pink slide did move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.